Manufacturer narrative:
The information provided with the initial report was incorrect. However, we have received new information which has been updated on this report to reflect the correct information.

Event description:
Customer representative contacted the customer's next of kin who stated that the customer did experience low blood glucose, but was not deceased.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was due to a low blood glucose incident. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The caller did not state whether they would return the insulin pump for analysis.